Event description:
The customer reported via phone call that they were taking in emergency medical service and then hospitalized due to low blood glucose level on (B)(6) 2022 with blood glucose level was 22 mg/dl and 45 mg/dl. Customer was treated with food. Troubleshooting for the customer¿s low blood glucose was performed.customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was performed self test and it was passed. Customer was treated with food. The insulin pump will not be returned for analysis frn-mmt-332a-rsvr, unomed set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged visit to emergency room for low bgs found on (B)(6) 2022 (per ss event date) however, the customer's note states the customer had visit to emergency room for low bgs found on (B)(6) 2022. Also, on case-2019-00573607, svn#: (B)(4).- customer returned pump for an alleged site issue and high bgs found on (B)(6) 2019. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a serial number label fading and a broken belt clip rails. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for site issue, high bgs and low bgs.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer went to the emergency room but was not hospitalized. Customer was treated with two glucose tubings. There was no mention of treatment with food. It was unknown that customer was using or not insulin pump within 48 hours of reported event. No further complications were reported. Insulin pump was returned for the analysis.